Event description:
It was reported that a hematoma and patient discomfort were observed, with the possibility of additional intervention. An enroute transcarotid neuroprotection system was selected for a transcarotid revascularization (tcar) procedure. Following the procedure, the patient experienced a neck hematoma and discomfort, which may have been related to sheath insertion or closure, but it was only noticed after the procedure. Placement of surgical drains or hematoma evacuation was possibly performed.

Manufacturer narrative:
B3 - date of event: the event date was not reported and has been estimated based on the date of awareness. Follow-up was attempted; however, the patient-related fields in section a were unknown, unavailable, or not provided. The lot number was also not provided to bsc. We made a good-faith effort to obtain this information. Because the lot number is unknown at this time, we are unable to provide the complete unique device identifier (UDI) and other specific product details. If additional information becomes available, a supplemental report will be submitted.